Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, pacing and sensing functionality were confirmed to be appropriate. A visual inspection noted medical adhesive was still attached to the header and was adequate. An x-ray revealed the header wires were not fractured. As a result, critical therapy remained available.

Event description:
Boston scientific crm received information that this device was being explanted due to a system upgrade. During the procedure, the header just about fell off when the device was removed from the pocket. No rough handling was noted when the device was removed. The device did not indicate any noisy episodes or out of range lead diagnostics. No difficulty was experienced when removing the leads from the header. The patient was not dependent and there were no adverse patient effects.